Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports that the cause was not determined, no troubleshooting actions were taken as the patient (pt) was able to receive head MRI, and the issue was considered resolved.

Manufacturer narrative:
Continuation of d10: product ID: 3998, lot#: (B)(6) seria#, implanted: on (B)(6) 2004, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot#: (B)(6), ubd: 15-oct-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep was told by patient that one of the lead was dislodged from the neurostimulator since 2005. Hcp noticed the issue. Caller reports patient have not used her stimulator since 2004. Caller reports per patient, one of the lead in the cervical got displaced in 2005. Caller reports patient do not what MRI tech to confirm stimulation is off. Caller called back to report the stim was giving them the "run around" this morning. Caller re-stated patient's report that their ins has not been working since implanted in 2004 and that when the pump was implanted, they confirmed the scs lead was dislodged from the cervical area. Caller said patient reported the battery was dead. Caller said they were told a rep would come out to check the system, but when they got in contact with rep, they were told the device was scannable in the MRI. Caller said they then spoke with clinical specialist, who said she didn't think the lead was MRI compatible, but suggested caller call ts to confirm. Agent reviewed device registration and MRI scanning eligibility with caller. Caller commented that they were looking through the scanning guidelines today and due to the "various scenarios" and "other potential generators," they found them "a little tough to look at." Agent walked caller through where to find head-only scanning para meters and answered all questions.